Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) (B)(4), and alleged their one touch ping meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and this mss listening to the call recording. The patient reported on (B)(6) 2015 they obtained inaccurate high results of ¿389 mg/dl¿ with the subject meter and ¿147 mg/dl¿ with another device (ot ultra mini), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin pump. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue: the patient alleges increasing her medication dose as a result of the product issue, every time she calculated her insulin intake as she was over calculating due to the inaccurate results. This has been happening 4 times a day for 4 days. The patient claims she developed symptoms of ¿tired, weak and nausea¿ after the product issue occurred. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. The patient testing steps were correct. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did she receive medical intervention. This complaint is being reported because the alleged product

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 1/27/2015 and further evaluated by lifescan product analysis on 2/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.